Event description:
It was reported that the 2.0 locking screws broke inside the patient. The plate used was a 2.4 tibial plateau leveling osteotomy (tplo) plate with a 2.4 drill guide (1.8mm), which is not recommended for the 2.0 screws. The proximal fragment pulled 3 screws out of the plate, but is still in the right position and the osteotomy is perfectly healed. There was no implant failure. This is report 1 of 1 for file (B)(4). This report is for the 3 unknown locking screws.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. This report is for 3 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).